Event description:
Cook 4fr sheath fractured at the hub. Co-axial use of an outer 7fr balkin sheath to the aortic bifurcation, and then a long 4fr 90cm sheath across to the sfa. The 1st sheath 4fr was inserted without difficulty. The passage of serial devices (selective 4fr catheters, 4fr balloons and a 4fr nitinol stent) via the sheath was difficult, with significant resistance. There was repetitive "trauma" involving gripping the hub (left hand) and forcing the devices into the hub over long distances. The hub disconnected due to fracture of the sheath material immediately at its connection to the hub. The clinical situation allowed the sheath to be grasped with artery forceps and retrieved without loss of wire position or any clinical consequence. It was possible to complete the remainder of the case running the devices bare-back to the tpt. No adverse outcome was observed.

Manufacturer narrative:
(B)(4). Per spec, this device is inspected 100%, prior to further processing; confirming the flare on proximal end of sheath is caught securely in proximal fittings; that the sheath does not rotate in the cap fitting and verifying that coils in the sheath continue into cap. An examination of the one returned exhibited complete hub separation from the sheath with the flare intact, and no evidence of elongation, distortion, or tearing. The flare also had been folded over, which is evidence of attempt(s) to reinsert the flared sheath back into the cap after separation. In any case, it is likely the flare had not been held securely in the fitting (cap/adapter). We are continuing our monitoring of similar complaints and have notified the appropriate personnel of this event.